Event description:
It was reported that after treatment of a cto in the popliteal artery with a recanalization catheter and a pta balloon, a vessel perforation was identified. An extended balloon inflation at the perforation site was performed to successfully tamponade the vessel. The patient was reported to have recovered from the procedure.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing; this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is inconclusive, as the device was not returned for evaluation. Per the reported information, it was unknown that the crosser catheter or the boston scientific pta balloon contributed to the perforation. It is unknown whether patient and/or procedural issues contributed to the event; therefore, the root cause could not be determined.